Event description:
It was reported that a patient developed diffuse lamellar keratitis (dlk) one (1) day post operatively following lasik surgery. Further, the patient developed central toxic keratopathy (ctk) at approximately 5-9 days post operatively. It was reported that the patient was prescribed topical steroids and recovered. On the fifth (5th) post operative day, the patient underwent a flap lift and rinse.

Manufacturer narrative:
The amo clinical development manager (cdm) visited the site and learned that there was no loss of best corrected visual acuity (bvca) for the patient; patient was healing and it would take several months. The cdm reviewed the clinic's protocol and there were no observations. The cdm provided details about possible causes for dlk. The site had replaced several things in the past two (2) years with no resolution. The clinic was advised that changing the distilled water may lead to improvement; further an observation regarding the approximately five (5) year old sterilizer and had never been serviced was noted with the doctor indicating they would be purchasing a new sterilizer. The cdm noted that an airduct was blowing on the clean area and suggested that the airduct be turned off on surgery day when instruments are being cleaned; further noted was the use of disposable microkeratome heads and cannulas. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Manufacturer narrative:
Placeholder.